Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6) 2017 to the bilateral upper abdomen using a cooladvantage, coolcore contour applicator and bilateral lower abdomen using a cooladvantage+, coolcurve+ contour applicator; on (B)(6) 2017 to the upper back/bilateral bra roll (back) using a cooladvantage, coolcurve+ contour applicator; on (B)(6) 2017 to the bilateral lower abdomen and center upper abdomen using a cooladvantage+, coolcurve+ contour applicator; on (B)(6) 2017 to the bilateral bra roll (back) using a cooladvantage, coolcurve+ contour applicator; and on (B)(6) 2017 to the center lower abdomen using a cooladvantage+, coolcurve+ contour applicator who developed paradoxical hyperplasia (pah/ph) diagnosed on (B)(6) 2017 in the to the upper abdomen, lower abdomen and bra roll (back). The tissue was described as visibly enlarged and firmer/indurated when compared to the surrounding untreated tissue.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6) 2017 to the bilateral upper abdomen using a cooladvantage, coolcore contour applicator and bilateral lower abdomen using a cooladvantage+, coolcurve+ contour applicator; on (B)(6) -2017 to the upper back/bilateral bra roll (back) using a cooladvantage, coolcurve+ contour applicator; on (B)(6) 2017 to the bilateral lower abdomen and center upper abdomen using a cooladvantage+, coolcurve+ contour applicator; on (B)(6) 2017 to the bilateral bra roll (back) using a cooladvantage, coolcurve+ contour applicator; and on (B)(6) 2017 to the center lower abdomen using a cooladvantage+, coolcurve+ contour applicator who developed paradoxical hyperplasia (pah/ph) diagnosed on (B)(6) 2017 in the to the upper abdomen, lower abdomen and bra roll (back). The tissue was described as visibly enlarged and firmer/indurated when compared to the surrounding untreated tissue.